Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd intima-ii¿ closed IV catheter system there was an issue with broken tubing. It was stated by the head nurse ¿ five cases of extension tube ruptures have been experienced. The ruptures are seen during infusion and when the IV is being inserted. The nurse reported there is e-tubing fracture near the pinch clamp¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: a photo was received for the purpose of our investigation. The investigators were unable to observe the reported failure mode in the sample provided, the edges of the pinch clamp appear smooth and the photo was too blurry to accurately identify the root cause. The batch record also was reviewed, no related abnormalities were found. Investigation conclusion: bd could not determine the root cause without being able to observe or replicate the failure mode.